Manufacturer narrative:
Device analysis report (dar) is attached. This report is submitted on july 15, 2021.

Manufacturer narrative:
This report is submitted on (B)(6) 2021.

Event description:
Per the clinic, the patient was hospitalised on (B)(6) 2020, due to atrophy of the skin flap, and underwent surgery to repair the skin flap. However, the issue could not be resolved, resulting in explantation of the device on (B)(6) 2021. The patient has not been reimplanted with a new device as of the date of this report.